Manufacturer narrative:
Added information to section a2, a3a. (Sex), b5, b7, d6a (implant date) and h6 (health effect - clinical code). H11. Additional narrative/data: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a valve model 7300tfx27, implanted in the mitral position, was explanted from a 75-years-old patient after an implant duration of eight (8) years and six (6) months due to calcification on the side of a post, which led to difficulty in leaflet movement, severe stenosis and moderate-severe regurgitation (peak gradient 18mmhg, mean gradient 10mmhg, valve area 1cm2). As reported, the patient presented with symptoms of dyspnea, fatigue and pulmonary hypertension. Additionally, a surgical valve was explanted at the time of implant because a pledget had entered the ventricle and could not be retrieved with the valve in place, necessitating the removal of the surgical valve. The pledget was successfully recovered from the ventricle, and a new valve of the same model was finally implanted in replacement. Reportedly, the patient was noted as to be doing well.

Manufacturer narrative:
H11. Additional narrative/data: the device was returned for evaluation. Report of calcification leading to stenosis was confirmed. In addition, report of regurgitation was confirmed due to observed rolled leaflets and host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on leaflets 1 and 2 next to commissure 2 and on leaflets 2 and 3 next to commissure 3. Host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2, and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Subvalvular apparatus was observed around the sewing ring in all three leaflets on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the outflow aspect and 3mm on leaflet 1 on the inflow aspect. The free margins of leaflets 1 and 2 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Calcification and host tissue restricted leaflet mobility and led to stenosis. Sewing cloth and sewing ring had multiple cuts around the valve and exposed silicone of sewing ring. Multiple suture threads remained attached to the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation, investigation findings and investigation conclusions) h11. Additional narrative/data: structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a valve model 7300tfx, implanted in the mitral position, was explanted after an implant duration of approximately six (6) years due to calcification on the side of a post, which led to difficulty in leaflet movement. As reported, a surgical valve was unsuccessfully attempted to be implanted because a pledget had entered the ventricle and could not be retrieved with the valve in place, necessitating the removal of the surgical valve. The pledget was successfully recovered from the ventricle, and another valve of the same model was finally implanted. Reportedly, the patient was noted as to be doing well.